Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was due to multiple component failures: the objective lens was chipped due to a failure of the lens component; the rigid tube was dented due to a failure of the tube component; the video connector cover was cracked due to a failure of the connector component; and the outer cover was loose due to a failure of the outer cover component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited multiple damages: the objective lens was chipped, the rigid tube was dented, the video connector cover was cracked, and the outer cover was loose. There was no patient involvement.